Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to pain & loosening.

Manufacturer narrative:
Similar complaint report number: 1644408-2024-01524 involved a star ankle revision surgery due to patient pain. In both complaints, the original implantation occurred approximately 9 years prior to the revision surgery. There is limited information available regarding the original surgical technique and what occurred that could have contributed to the complaint event between the original and revision surgeries. There are many potential causes for bone overgrowth and pain; because the physiological conditions and details of what occurred in the nearly 13 years following the original surgery are unknown, the root cause will remain unknown at this time.